Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Additional patient and event information has been requested from the customer. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported due to the quality of an endsnorz sleep appliance (silent nite 3d) device they needed a remake. The returned sleep appliance was received, and it was observed that an anchor had broken off.

Manufacturer narrative:
Device evaluation has been completed, following is the device analysis conclusion: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had a discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that a piece of the tray with an anchor attached to it was broken off and a connector was detached from the device. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. The manufacturer internal reference number: (B)(4). Additional information: a2, a3a, a4, b5, b6, b7.

Event description:
A silent nite 3d one piece sleep appliance was reported as broken. The device was delivered to the patient on (B)(6) 2024 and first used in approximately december 2024. The patient reported the issue and discontinued use in march 2025, approximately 3 months after delivery. The device was returned to the lab with notation "remake due to quality." No patient harm, injury, adverse outcome, or medical intervention was reported.